Event description:
It was reported that the patient was unable to adjust stimulation and her display showed the "call your doctor" icon. A power on reset (por) condition was also reported. The patient had to have her heart "zapped" with paddles three times about a month prior because her heart was beating too fast. This did not help so the patient ended up taking oral medications. The patient had had the por message since then. It was also reported that the patient experienced a loss of therapeutic effect with symptoms of loss of bladder control. The symptoms were noted to have occurred after the patient had her heart "zapped."

Manufacturer narrative:
Product ID 3093-28, lot # v840220, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).